Event description:
"Vibrates when it hits bone". Was given as the reason for repair. Upon follow up it was reported that the tool vibrated when they only slightly depressed the foot pedal and when the foot pedal was fully depressed, the tool did not vibrate. There was no impact to the patient.